Manufacturer narrative:
Beckman coulter hotline assisted customer to troubleshoot over the phone and found the cause was the loose fitting of tubing on top of reagent probe a. Hotline assisted the customer to tighten the fitting. The leak as well as the "cuvette not dry at reagent inject" errors were then resolved. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the unicel dxc 600 pro synchron system had "cuvette not dry at reagent inject" errors. Beckman coulter hotline support assisted customer to troubleshoot over the phone. Customer found the reagent probe a was leaking. The leak was about 20ml and contained to the instrument. No erroneous patient results generated and no exposure reported. Customer was wearing gloves and lab coat.